Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/30/2014 with the following findings:visual inspection of the pump found some cosmetic damages and that the keypad cover was torn. Investigation found all the buttons responded properly. Removal of the keypad cover found contamination under the ¿up¿, ¿down¿ and contrast button contacts. Additionally, the pump powered up to a dim and discolored verify screen. (B)(6).

Event description:
The pump was returned for investigation. Investigation found contamination under the keypad contacts and the display was dim and discolored. This report is made based on results of investigation completed on 04/30/2014.